Event description:
It was reported that the blade began to overheat during a serial cast removal, being used with a cast cutter handpiece. The cast extended from knee to ankle. Upon removal of the cast, slight redness and a mild abrasion was found on the pt's leg where the blade was being used to remove the cast. No additional treatment was given to the pt due to the event. No adverse consequences were reported with the event.

Manufacturer narrative:
The blade was discarded by the account and is not available for investigation.